Event description:
Caller states during a correlation study the following coaguchek xs/lab results were obtained: 5.2 inr/3.8 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study the following coaguchek xs/lab results were obtained: 4.9 inr/3.3 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.